Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned microcatheter found an exposed lumen coil protruding into the lumen at the hub transition, which would have caused the reported resistance. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
It was reported during a transcatheter intracranial aneurysm stent-assisted embolization procedure, resistance was encountered while delivering the stent through the microcatheter. Another microcatheter with the same specifications was used, which allowed the procedure to be completed successfully. There was no patient injury or additional intervention reported. The patient is fine. When the device was received and analyzed, the investigation findings found an exposed lumen coil protruding into the lumen at the hub transition.